Event description:
This is a spontaneous case report received from a physician in united states on 19-feb-2015 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert), lot number b71763, inserted on (B)(6) 2014. Physician reported that hysterosalpingogram performed on (B)(6) 2015 showed the tubes are closed on both sides. However, the device on left side looks broken down in two pieces; it consists of two separate components, one is more proximal than the other, the other is distal to the end of the tube. According to reporter, the right side is completely occluded and is in the right in position. Health care professional also informed that, when did the ultrasound, with the contrast material, the right, that was normal, was occluded (it is in the proximal position of the junction of the cornua). On the left, there was no filling but it seems occluded. The smaller fragment was a little more peripheral and looks like disruption of the coil. Essure devices were not removed and physician wonders whether patient is protected or any further study should be done. Health care professional allowed further contact. Ptc investigation result was received on 02-mar-2015. This adverse event report is related to a product technical complaint (ptc). (B)(4). Final assessment: 2.28.2015: the mls spoke to the physician on 2.24.2015 and there is no confirmed essure device breakage and how the films were being interpreted. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot b71763 (production date 11-sep-2013 and expiration date 30-sep-2016) was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a reported product quality issue. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. The reported adverse events is a known possible undesirable event and not indicative of a quality deficit per se. 5 further ae case reports have been received to date in relation to the reported batch, but none of the cases refer also to a similar adverse type of event. No batch signal could be identified. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this spontaneous, medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and the hysterosalpingogram (hsg) performed 3 months after insertion showed one of the devices looks broken down in two pieces which is the left side. This event is non-serious and listed according to product technical analysis (ptc). Additionally, the hsg showed the smaller fragment is a little more peripheral, it looks like disruption of the coil / the other is distal to the end of the tube. This event, interpreted as device dislocation, is serious due to medical significance and listed in the reference safety information for essure. Single cases of essure breakage have been reported. Also, during essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or dislocation (distal fallopian tube or peritoneal cavity). Therefore, given the positive temporal relationship and nature of the reported events, a causal relationship with essure cannot be excluded. This case was regarded as other reportable incident due to the reported device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. The performed ptc analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information is expected.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Manufacturer narrative:
Follow-up information received on 17-jun-2015. Follow-up attempts were done, with no response to date. Case closed. Company causality comment: this spontaneous, medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and the hysterosalpingogram (hsg) performed 3 months after insertion showed one of the devices looks broken down in two pieces which is the left side. This event is non-serious and listed according to product technical analysis (ptc). Additionally, the hsg showed the smaller fragment is a little more peripheral, it looks like disruption of the coil / the other is distal to the end of the tube. This event, interpreted as device dislocation, is serious due to medical significance and listed in the reference safety information for essure. Single cases of essure breakage have been reported. Also, during essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or dislocation (distal fallopian tube or peritoneal cavity). Therefore, given the positive temporal relationship and nature of the reported events, a causal relationship with essure cannot be excluded. This case was regarded as other reportable incident due to the reported device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. The performed ptc analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Despite follow-up attempts, no further information was obtained.